Event description:
It was reported that during a wedge resection procedure, the knife did not move and the staples did not form at the first firing. A new device was used and the loaded cartridge was completed without problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged firing trigger teeth. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional could be performed due to the condition of dthe device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fall, it is possible that the device was attempted to fire on ticker then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.